Event description:
Customer reported that the first few threads of the screws are too sharp. The threads are supposed to be round. The graft was cut and the surgeon does not know what caused this. The surgeon used allograft to complete the surgery. The surgery was delayed for 1.5 hrs. No pt injury and/or adverse consequences reported as a result of event. This device is used for treatment.

Manufacturer narrative:
Device eval revealed that screw threads and overall dimensions are within specifications. The surgeon used the correct tunnel and graft size. DHR review revealed nothing relevant to this event. There are no other complaints of this type for this device. The cause of the event reported could not be determined.